Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values 10 days after the sensor was inserted in the abdomen. The patient experienced disorientation and shaking and his wife called 911. Emergency medical service (ems) treated the patient with an unspecified IV and glass of milk, the patient then recovered without the need for transport to the hospital. There is also mention of an unspecified insulin shot. The cgm was reading 190 mg/dl and the blood glucose reading was 42 mg/dl. There was no documentation of further medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.